Manufacturer narrative:
Continued h.6. Medical device problem code: a2301. A review of the device history record has been completed. No deviations or non-conformities noted. The events of "capsular contracture, baker grade IV", "seroma-late", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "siliconoma"; "small liquid collection"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side ¿prosthetic folds¿, ¿pain, deformed breast, compatible with baker grade 4 contracture¿, ¿signs of intracapsular rupture (linguini sign)¿, ¿a small liquid collection located in the internal quadrant of the breast¿, and ¿probable siliconoma in axilla (nodule with ¿snowstorm¿)". The device was implanted after its expiration date. Device remains implanted.